Manufacturer narrative:
A ge service representative performed an onsite investigation. The interconnect cable was evaluated and replaced. The system was tested and found to be working as intended and returned to service.

Event description:
It was reported that the system would not perform fluoroscopy. This could cause the system to become unusable due to the inability to perform fluoroscopic imaging. There is no report of injury or death associated with the event described in this complaint.